Event description:
The customer reported via phone call that they had a no delivery alarm from the reservoir being clogged. Customer's blood glucose was unknown. The customer also reported being hospitalized for heart trouble. Customer stated they were on dialysis. The customer was advised to change out their infusion set and reservoir and monitor the issue. Customer declined to return the reservoir for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.